Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, air was observed in the faradrive steerable sheath. Approximately two hours into the procedure, post mapping, as the farawave ablation catheter was re-inserted into the sheath, air was observed in the syringe while aspirating. The catheter was withdrawn, and the blood seeped back into the sheath, the air resolved. Upon re-introduction and attempt to aspirate, the issue reoccurred. It was believed there may have been an issue with the side port or hemostatic valve which happened during the procedure. The sheath was replaced, and the procedure was completed successfully without patient complications. It is unknown if the device will be returned for analysis. It was further reported that the farawave catheter was in the faradrive sheath at the time of the air bubbles event. The air was noted after the farawave catheter and the non-boston scientific mapping catheter had been inserted, and this was the second time the catheters had been introduced. Additionally, no bubbles were observed the first time the farawave catheter, and the non-boston scientific mapping catheter were inserted. The bubbles were only observed in the flush port and flushing syringe but not in the shaft of the sheath. There was no air in the patient, as the wire was out a few inches when the doctor aspirated. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, a supplemental medwatch will be filed.

Manufacturer narrative:
The device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.